Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A surgeon reported to rxsight that a patient moved during implantation of a light adjustable lens (lal), which led to the anterior capsule being ruptured. The surgeon was able to implant the lal into the sulcus. A vitrectomy was not performed. No additional information is available.